Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
The cleaning head brush section came detached [device breakage]; no adverse event [no adverse event]. Case description: a male consumer of unspecified age reported that while using an oral-b rechargeable toothbrush, version unknown, the oral-b brushhead, version unknown cleaning head brush section came detached. No symptoms developed. On 27-apr-2016 received follow-up: the consumer reported the brush head used was oral-b power oral care refills precision clean. No symptoms developed.